Event description:
It was reported by the affiliate that during an unk procedure, the device locked out. Another device was used to complete the case. Foreign matter came off from between blade and tissue pad. It was retrieved completely from pt's body. There were no adverse consequences to the pt.

Manufacturer narrative:
H6:analysis summary: based on anlaysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged and cracked. The device was tested with a generator and a solid tone was received. The identified blade damage may have occurred received. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." Also, the device was returned with the tissue pad partially melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed, and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. According to the IFU, the following precautions should be followed: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damaged to the instrument. "The batch record was reviewed and no anomalies were noted during the mfg process.